Event description:
Update (b)(3) 2013 doi.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy cpd finds evidence to suggest the liner was not fully taper locked. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided x-rays finds the product appears to be placed in proper position. It cannot be determined, with the x-rays provided, that any deficiencies exist with this implant. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Reason for revision has not been provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Reason for revision unknown but being requested. (B)(4) 2013 update product/lot information

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Retrieval analysis. Reason for revision unknown but being requested. Revision 2011 xrays on cd products at leeds site awaiting decontamination cert update (B)(4) 2013 - date of revision received - (B)(4) 2008. Update (B)(4) 2017: pinnacle spreadsheet received. Updated doi, dor and product information. This complaint was updated on (B)(4) 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.